Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. During preparation, the device was removed from the hoop (outer sheath) but the stent became stuck in the hoop (outer sheath) and dislodged from the delivery balloon. The device was exchanged to a different one and the procedure was completed. No complications were reported and the patient status is reported as "good".

Manufacturer narrative:
(B)(4).